Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2018 arjo has become aware about the event, which occurred in the centre hélio-marin hospital in (B)(6). During transfer of the patient using maxi sky 440 ceiling lift, the track detached. The caregiver caught the patient, who was secured in the sling and put the patient safely back. As the consequence of the event, the caregiver sustained hematoma at the shoulder and pain at the hip. No medical leave was needed.

Event description:
On (B)(6) 2018 arjo has become aware of the event, which occurred in the (B)(6) hospital in france. During the transfer of the patient using maxi sky 440 ceiling lift, the track detached from the kwiktrack x-y track system. The ceiling track involved in the complaint was an "x-y system", which includes a mobile track supported by two other fixed tracks. The caregiver caught the patient, who was secured in the sling and put the patient safely back. As the consequence of the event, the caregiver sustained hematoma at the shoulder and pain at the hip. No medical leave was needed.

Manufacturer narrative:
The device was evaluated by the arjo representative and the issue of the kwiktrack x-y track system was confirmed. Analysis of the collecting information is ongoing. Conclusions from the detailed analysis will be provided in the final report.

Manufacturer narrative:
The device was evaluated by the arjo representative and the issue of the kwiktrack x-y track system was confirmed. Collecting detailed information is ongoing. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
On (B)(6) 2018 arjo has become aware of the event, which occurred in the (B)(6) hospital in france. The notification concerned an "x-y system" ceiling installation tracks which includes a mobile track supported by two upright fixed tracks. Based on the complaint description, during the transfer of the patient using maxi sky 440 ceiling lift, the mobile track detached from the kwiktrack x-y track system affecting the stability of the installation construction and transfer of the resident. The caregiver caught the patient, who was secured in the sling and put the patient safely back. As the consequence of the event, the caregiver sustained hematoma at the shoulder and pain at the hip. No medical leave was needed. The analysis of the reported complaint regarding detachment of the mobile track from the kwiktrack x-y track system was conducted. It was confirmed that the installation was assembled in october 2016 by arjo subcontractor- labo pharma. The system was under arjo service and maintenance contract and the preventive maintenance was performed on (B)(6) 2018. During this service, the condition of the track was checked and the load test (200 kg) was carried out. The device evaluation performed by arjo representative after the event showed that the mobile trolley was damaged and the fixation trolley has some sliding marks. The trolley is the part of the installation, where the mobile track meets with the fixed track. It allows moving the mobile track on which the ceiling lift is placed on the fixed tracks. Based on the results of the evaluation it can be concluded that the fixed trolley was not tightened enough- the screws were loosened and the end stoppers were not placed in the upper cavity of the traverse track, which caused detachment of the track. The observed issues indicate that the installation has been carried out incorrectly during initial assembly conducted by arjo subcontractor. Kwiktrack x-y track system installation instructions (001-11275-en rev.2) include information, how to correctly assemble the installation. Based on that the trolley needs to be inserted on the mobile track and the screws need to be torqued on the fixed trolley. Then the trolley's position needs to be adjusted. It is also very important to put the end stoppers in place. According to the IFU: "using kwiktrak end stoppers (#700.11005) in the x-y track system makes the installation safe by preventing the x-y mobile track from shifting sideways if the end of the track is subjected to a violent impact." "Before using the x-y track system, ensure that all end stoppers are in place and are well tightened." It should be performed every year or 2500 cycles. " when reviewing reportable complaints related to the installation registered in complaint handling system during the last 5 year, arjo has found a limited number of reportable complaints related to the detachment of the track from the rail system. The arjo ceiling lift system played a role in the event as it was used with a resident at the time of the event. The mobile track detached from the installation, therefore the system was not up to the manufacturer's specification at the time of the incident. Complaint decided to be reportable based on the potential of serious injury if the incident would re-occur.